Event description:
"I was notified that catheter is leaking upon investigation. I noticed serious drainage at insertion site during flushing the catheter. I did not flush the PICC after it was discontinued but did assume the PICC was not working correctly as did obtain a cxr to determine the tip was cavoatrial before it was discontinued. Appeared the PICC was leaking in lumen insertion into the 5fr power PICC connector. Yes the leak appeared to be at the statlock connection but was under the dressing". PICC was exchanged. Flushing protocol; 10ml syringe with 10ml normal saline and 200 units heparin in 2ml every 12 hours when not in use. Site scrub is used for cleaning.

Manufacturer narrative:
This complaint is unconfirmed. During functional testing no leaks were observed, the catheter was pressurized twice and no leaks were manifested. It is possible a fibrin sheath may have formed over the catheter tip. This can redirect flow back towards the proximal end of the catheter, and under x-ray appear as a leak. Fibrin sheaths can be dissolved using chemical solutions recommended by the product instructions for use (IFU). A lot history review (lhr) of rexc1390 showed no other similar product complaint(s) from this lot number.